Event description:
According to the reporter, during a procedure, the device was being used normally when the tip of the pen sparked that caused a flame. The surgeon removed the pen from the patient so there was no burn or injury. A low power used on the generator.